Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: textured to smooth implant exchange, "seroma, with pain", "folds", and "calcifications".

Event description:
Patient reported left side textured to smooth implant exchange, "seroma, with pain", "folds", and "calcifications". The device remains implanted.